Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 100864: (B)(4) items manufactured and released on 01 june 2010. Expiration date: 2015-04-30. No anomalies found related to the problem, every step in the DHR is in accordance with the specifications at the time of production. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 27 july 2017 the medical affairs director made the following analysis: partial knee revision surgery in a (B)(6) woman occurred 7 years after primary tka. Radiographic image provided shows the presence of a loosened tibail component. Aseptic loosening is a possible, literature described mid-term adverse event after tka and causes are often unknown. As the radiographic history of the patient is not available, no further comment can be made at this stage.

Event description:
The patient came in complaining of pain the tibia sank into the bone. The surgeon revised the tibia and insert. The surgery was completed successfully. X-rays are available. Explants are not available.